Manufacturer narrative:
During the ge healthcare technician log review, an acb hw wathchdog failure was noted. The fe was unable to replicate the reported fault. The unit was calibrated.

Event description:
The hospital reported that, machine was alarming and the error message was "a fault has caused this machine to stop functioning". There was no reported patient involvement.

Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. (B)(4).